Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was determined that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Code d15 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). (H3, h6): a medtronic representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during intraoperation of a sacroiliac and thoracolumbar procedure. It was reported that the site experienced an alleged inaccuracy. It was noted that after taking a navigated spin, the surgeon said they were off both the left and right of vertebrae t1 and t2 by about 2-3 mm. After the site took a second spin, they were unable to transfer the scan to the navigation system. A third spin was taken and the surgeon reported that there was an inaccuracy of 3mm deep on all levels. It was noted that the frame did not move, however, they did put drapes over the frame during the spin. There was no effect on patient outcome. There was a 5 minute surgical delay. Additional information was received. It was reported that after the manufacturing representative (rep) did 3 spins with the imaging system to check accuracy and each time it was accurate. Spine instruments and a probe was tested using a spine model which was all accurate during the spins.